Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. H3 other text : device not available.

Event description:
It was reported that during a uka surgery, the device was inserted into the femur, but it was difficult to enter. The image was checked and the pin was bent. When the health care professional tried to remove it, the pin broke from the thread at the tip. The operation was completed with an alternative pin. At the time of creating a peg hole after cutting the femur, the peg hole was further deepened with a hanson pin drill, and the broken part was extracted with forceps. It was reported that there were no parts of the pin left in the patient.

Manufacturer narrative:
Device discarded by facility.

Event description:
It was reported that during a uka surgery, the device was inserted into the femur, but it was difficult to enter. The image was checked and the pin was bent. When the health care professional tried to remove it, the pin broke from the thread at the tip. The operation was completed with an alternative pin. At the time of creating a peg hole after cutting the femur, the peg hole was further deepened with a hanson pin drill, and the broken part was extracted with forceps. It was reported that there were no parts of the pin left in the patient.